Manufacturer narrative:
Quality-safety evaluation of ptc received on 06-sep-2016: the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 5 years later a pelvic ultrasound showed a linear short segment hyper echogenic structure at the fundus of the uterus that could represent a portion of an essure which may have proximally migrated (interpreted as suspicion of essure dislocation). She also reported abnormal bleeding (interpreted as genital bleeding). A laparoscopic hysterectomy was performed approximately 5 years after essure insertion. These events are listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, an ultrasound showed a hyper echogenic structure at the fundus of the uterus suspected to be either a portion of an essure which may have proximally migrated or a displaced or fractured iud. The exact nature of this iud or when the consumer had it inserted was not mentioned. Given the nature of the event portion of an essure which may have proximally migrated, a causal relationship with essure cannot be excluded. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. Given the nature of the event abnormal bleeding, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer/attorney in the united states, on behalf of a female plaintiff of unspecified age in united states on 04-aug-2016 who had essure (fallopian tube occlusion insert) inserted for permanent birth control in (B)(6) 2009. On or about (B)(6) 2009, the plaintiff underwent a hysterosalpingogram to confirm placement of the essure coils. The testing revealed complete blockage of both fallopian tubes and successful contraception utilizing essure device in the fallopian tubes. Sometime after being implanted with the device, the plaintiff started to complain about pelvic pain, abnormal bleeding, headaches, dyspareunia and cramping. In (B)(6) 2014, the plaintiff was diagnosed with pelvic pain and abnormal bleeding. A pelvic ultrasound was ordered and then performed on (B)(6) 2014. This ultrasound noted a linear short segment hyper echogenic structure seen at the fundus of the uterus. This could represent a portion of an essure which may have proximally migrated versus portion of a displaced or fractured iud. As a result of the problems related to the essure device, the plaintiff underwent a laparoscopic hysterectomy in (B)(6) 2014. While seeking medical attention for these complications, and attempting to ascertain their cause, none of the plaintiff's doctors connected these symptoms to the device until the (B)(6) 2014 ultrasound stated the essure possibly migrated. Besides the physical pain the plaintiff also suffered from emotional anguish as a result of these coils. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 5 years later a pelvic ultrasound showed a linear short segment hyper echogenic structure at the fundus of the uterus that could represent a portion of an essure which may have proximally migrated (interpreted as suspicion of essure dislocation). She also reported abnormal bleeding (interpreted as genital bleeding). A laparoscopic hysterectomy was performed approximately 5 years after essure insertion. These events are listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, an ultrasound showed a hyper echogenic structure at the fundus of the uterus suspected to be either a portion of an essure which may have proximally migrated or a displaced or fractured iud. The exact nature of this iud or when the consumer had it inserted was not mentioned. Given the nature of the event portion of an essure which may have proximally migrated, a causal relationship with essure cannot be excluded. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. Given the nature of the event abnormal bleeding, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("portion of an essure which may have proximally migrated/ migration of essure device location of device"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Previously administered products included for an unreported indication: oral contraception from 1986 to 2009 and mirena iud. Concomitant products included medroxyprogesterone acetate (depo-provera) since august 2009 for contraception. On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), the first episode of headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping),"). In september 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, the second episode of headache ("headaches"), abdominal pain lower ("cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)), surgery (total hysterectomy (uterus and cervix removed)) and surgery. Essure was removed on (B)(6)2014. At the time of the report, the device dislocation, device breakage, genital haemorrhage, the last episode of headache, dyspareunia, abdominal pain lower, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs, reporter added, patient concomitant condition added, concomitant and historical drug added, events added:- vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, device breakage, dysmenorrhoea, vulvovaginal pain.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("portion of an essure which may have proximally migrated/ migration of essure device location of device"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essure insertion was done on the same day". The patient's past medical history included cholecystectomy. Previously administered products included for an unreported indication: oral contraception from 1986 to 2009 and mirena iud. Concurrent conditions included vaginitis, incontinence of urine and cough. Concomitant products included medroxyprogesterone acetate (depo-provera) since august 2009 for contraception. In 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), the first episode of headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping),"). On 19-aug-2009, the patient had essure inserted. In september 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, the second episode of headache ("headaches"), abdominal pain lower ("cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with methadone, surgery (total hysterectomy (uterus and cervix removed). Essure was removed on 8-dec-2014. At the time of the report, the device dislocation, device breakage, genital haemorrhage, the last episode of headache, dyspareunia, abdominal pain lower, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Hysterosalpingogram - on 16-dec-2009: total bilateral occlusion concerning the injuries reported in this case, the following one was described in patient¿s medical records: endometrial ablation and essure insertion was done on the same day and following ones were confirmed in patient¿s medical records: migraines, genital haemorrhage and pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2018: new event added- endometrial ablation and essure insertion was done on the same day. Lab data added. Concomitant conditions added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("portion of an essure which may have proximally migrated/ migration of essure device location of device"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essure insertion was done on the same day". The patient's past medical history included cholecystectomy. Previously administered products included for an unreported indication: oral contraception from 1986 to 2009 and mirena iud. Concurrent conditions included vaginitis, incontinence of urine and cough. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2009 for contraception as well as hydrocodone, ibuprofen and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), the first episode of headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, the second episode of headache ("headaches"), abdominal pain lower ("cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with methadone, surgery (total hysterectomy (uterus and cervix removed) and essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, genital haemorrhage, the last episode of headache, dyspareunia, abdominal pain lower, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain, the first episode of headache and the second episode of headache to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: endometrial ablation and essure insertion was done on the same day and following ones were confirmed in patient¿s medical records: migraines, genital haemorrhage and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.